Manufacturer narrative:
Philips service replaced the ups and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the ups group failed during primary power loss, causing room downtime on an allura xper fd20 or table. The clinical use of the system was unknown. There was no reported patient or user harm.